Manufacturer narrative:
(B)(4).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for gluc2 glucose hk (gluc2) on a cobas c 111. The initial gluc2 result was 583 mg/dl. The sample was repeated twice with results of 311 mg/dl and 304 mg/dl. The erroneous result was not reported outside of the laboratory. No adverse event occurred. The gluc2 reagent lot number was 21859901 with an expiration date of (B)(6) 2018.

Manufacturer narrative:
The field service engineer (fse) visited the customer site and found a liquid level detection issue. The liquid level detection cable was replaced. The investigation determined that the issue found by the fse was the root cause of the event.

Manufacturer narrative:
The customer has not had any further issues.